Event description:
It was reported that inadequate capture to the point of no capture at high outputs and steadily rising impedance was observed on the right ventricular (rv) lead. A fracture was suspected. The rv lead was capped (B)(6) 2025 and replaced.

Manufacturer narrative:
Further information was not available at this time